Event description:
The info received from the reporter indicated that during the procedure, the physician had problems trying to pull the 6f mpa catheter out. When the catheter was taken out of the pt, a ridge on it was noticed. A second unit was taken from the shelf and opened by the sales rep to see if the catheter had the same issue, and it also had a ridge on it. A third was taken from the shelf, but not opened and a ridge was noted through the packaging.

Manufacturer narrative:
Add'l info will be submitted within 30 days from receipt of add'l info.